Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper and lower cases are broken and contaminated. Side bail covers, ring cover, heart block, and battery drawer are contaminated. Lead flex cover is corroded, battery contacts are compressed, serial number label is torn, and encoder flex is creased.

Event description:
It was reported there was a self test error. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.